Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break. Block h11: blocks b5 and h6 (device codes) have been corrected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat an obstructive jaundice and biliary obstruction secondary to ampullary adenoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2022. The patient's anatomy was not tortuous. On (B)(6) 2023, the patient presented with obstructive jaundice for the second time. The stent was to be removed when it was noticed that the stent had migrated proximally to the common bile duct. Furthermore, the stent was fractured when attempted to be removed with a rat-tooth forceps. The physician decided to leave the stent implanted and placed a double-pigtail stent to secure drainage. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was implanted in the common bile duct to treat an obstructive jaundice and biliary obstruction secondary to ampullary adenoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous. On (B)(6) 2023, the patient presented with obstructive jaundice for the second time. The stent was to be removed when it was noticed that the stent had migrated proximally to the common bile duct. Furthermore, the stent was fractured when attempted to be removed with a rat-tooth forceps. The physician decided to leave the stent implanted and placed a double-pigtail stent to secure drainage. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary fully covered stent was implanted to treat an obstructive jaundice. Per the instructions for use (IFU), "the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." The stent is not indicated for the treatment of obstructive jaundice. It was reported that the wallflex biliary stent remained implanted for more than a year (implant date: (B)(6), 2022). However, per the wallflex biliary rx fully covered stent system rmv instructions for use (IFU), "the wallflex biliary rx fully covered stent system rmv is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis." The stent is not indicated to be placed for more than 12 months.